Event description:
It was reported that during intra-aortic balloon (iab) therapy a "catheter restriction" alarm was generated. A chest x-ray was performed and it was noted the iab was in the correct position. The customer reported repositioning the patient and pull back of the catheter was performed by physician, but did not resolve the issue. The iab had only been in approximately 1 hour at time of the report. The decision was made to return the patient to the cath lab and replace the balloon. The customer stated the patient had an extreme tortuosity at the aorto-iliac junction and the replacement was done with a longer/stiffer non-maquet sheath. The customer stated after iab replacement the patient remained stable. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was observed on the catheter tubing approximately 41.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected.. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the reported event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "catheter restriction" alarm was generated. A chest x-ray was performed and it was noted the iab was in the correct position. The customer reported repositioning the patient and pull back of the catheter was performed by physician, but did not resolve the issue. The iab had only been in approximately 1 hour at time of the report. The decision was made to return the patient to the cath lab and replace the balloon. The customer stated the patient had an extreme tortuosity at the aorto-iliac junction and the replacement was done with a longer/stiffer non-maquet sheath. The customer stated after iab replacement the patient remained stable. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "catheter restriction" alarm was generated. A chest x-ray was performed and it was noted the iab was in the correct position. The customer reported repositioning the patient and pull back of the catheter was performed by physician, but did not resolve the issue. The iab had only been in approximately 1 hour at time of the report. The decision was made to return the patient to the cath lab and replace the balloon. The customer stated the patient had an extreme tortuosity at the aorto-iliac junction and the replacement was done with a longer/stiffer non-maquet sheath. The customer stated after iab replacement the patient remained stable. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).